Manufacturer narrative:
All available information was investigated, and the returned device analysis could not replicate the reported expulsion (complete clip detachment/ ccd), unintended movement (clip open while locked) and improper or incorrect procedure or method (failure to follow steps / instructions) in a testing environment. The reported material deformation (knot in the lock line) and mechanical jam (inability to remove the lock line) was confirmed. Additionally, the actuator coupler was observed to be corroded. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of device analysis, a cause of the reported material deformation (knot in the lock line) could not be determined. The reported mechanical jam associated with the inability to remove the lock line was secondary to the material deformation (knot in the lock line). It should be noted that the mitraclip instructions for use states in the deployment step 1: lock line removal that ¿grasp one of the free ends of the lock line, confirm the line moves freely, and slowly remove the lock line. Pull the lock line coaxial to the lock lever. If resistance is noted, stop and pull on the other free end to remove the lock line¿. The reported improper or incorrect procedure or method (failure to follow steps / instructions) was associated with the user error of continuing clip deployment without completion of lock line removal and attempting to remove for the second time post mechanical separation. The reported unintended movement (clip open while locked) was due to the mechanical jam (inability to remove the lock line) as pulling the lock line against significant resistance could unlock the clip. The reported expulsion (ccd) was a result of user triggering clip opening by pulling on lock line when the clip was deployed. The actuator coupler corrosion was related to environmental conditions (i.e., salinity, moisture) post procedure and during device return process. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d engineer, and the reviewer stated: ¿two (2) fluoroscopic videos taken during active use of the reported cds were provided. The longer of the two videos captures two loops of the same cds maneuver in which the delivery catheter (dc) l-lock shaft is mechanically separated from the clip and the dc shaft is retracted. Based on the reported incident details, this portion of the video was taken during deployment troubleshooting maneuvers in which the knotted lock line prevent removal; thus, the decision was made to deploy the clip (mechanically separate from the dc shaft). The lock line component is made out of a non-metallic material and, therefore, cannot be seen on fluoroscopy. However, it is presumed that the lock line remains attached to the clip (looped through the harness) in this portion of the video. In later loop of the video, the dc shaft is almost fully retracted, and the clip can be visualized located in a side-by-side manner to the l-lock shaft. This aligns with the reported incident details that the clip detached from the valve [after the second lock line removal attempt post mechanical separation was made] such that the clip inverted, releasing the grasp from the leaflets. In this situation, the clip remains attached to the dc via the lock line such that the clip will retract with dc shaft and remain in close proximity to the l-lock shaft, as shown in the video. Due to the quality of the video (blurry, low resolution) it is not possible to assess the state of the distal l-lock shaft, clip arms, or clip components for potential damage. Lastly, the second video is a shortened version of the first video that captures the same loop taken during deployment troubleshooting maneuvers. There are no additional observations based on the videos provided.¿

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Medical device code 2017-failure to follow steps / instructions.

Event description:
This is filed to report the inability to remove the lock line due to a knot and the clip opening and detaching from the valve, requiring intervention. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3-4. During removal of the lock line, it became knotted and could not be removed. The physician decided to skip performing the second establishing final arm angle (efaa) and deploy the clip. After the clip was deployed, the lock line was attempted to be removed again. When the lock line was pulled the clip fully opened and detached from the valve. The patient was converted to open heart surgery to remove the clip and perform a valve replacement. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the returned device analysis could not replicate the reported expulsion (complete clip detachment/ccd), unintended movement (clip open while locked) and improper or incorrect procedure or method (failure to follow steps/instructions) in a testing environment. The reported material deformation (knot in the lock line) and mechanical jam (inability to remove the lock line) was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of device analysis, a cause of the reported material deformation (knot in the lock line) could not be determined. The reported mechanical jam associated with the inability to remove the lock line was secondary to the material deformation (lock line knot). It should be noted that the mitraclip instructions for use (IFU) states under deployment step 1: lock line removal that ¿grasp one of the free ends of the lock line, confirm the line moves freely, and slowly remove the lock line. Pull the lock line coaxial to the lock lever. If resistance is noted, stop and pull on the other free end to remove the lock line¿. The reported improper or incorrect procedure or method was associated with the medical decision of continuing clip deployment without completion of lock line removal and attempting to remove post mechanical separation. The reported unintended movement (clip open while locked) was due to the mechanical jam (inability to remove the lock line) as pulling the lock line against significant resistance could unlock the clip. The reported expulsion (ccd) was a result of clip opening when the clip was deployed. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d engineer, and the reviewer stated: ¿two (2) fluoroscopic videos taken during active use of the reported cds were provided. The longer of the two videos captures two loops of the same cds maneuver in which the delivery catheter (dc) l-lock shaft is mechanically separated from the clip and the dc shaft is retracted. Based on the reported incident details, this portion of the video was taken during deployment troubleshooting maneuvers in which the knotted lock line prevent removal; thus, the decision was made to deploy the clip (mechanically separate from the dc shaft). The lock line component is made out of a non-metallic material and, therefore, cannot be seen on fluoroscopy. However, it is presumed that the lock line remains attached to the clip (looped through the harness) in this portion of the video. In later loop of the video, the dc shaft is almost fully retracted, and the clip can be visualized located in a side-by-side manner to the l-lock shaft. This aligns with the reported incident details that the clip detached from the valve [after the second lock line removal attempt post mechanical separation was made] such that the clip inverted, releasing the grasp from the leaflets. In this situation, the clip remains attached to the dc via the lock line such that the clip will retract with dc shaft and remain in close proximity to the l-lock shaft, as shown in the video. Due to the quality of the video (blurry, low resolution) it is not possible to assess the state of the distal l-lock shaft, clip arms, or clip components for potential damage. Lastly, the second video is a shortened version of the first video that captures the same loop taken during deployment troubleshooting maneuvers. There are no additional observations based on the videos provided.¿